Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing an alert tone every four hours. A lead issue is suspected, but attempts to obtain additional information were unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.